Event description:
It was reported that the patient planned to remove the right ureteral stent on (B)(6) 2021. Nurse stated that there was a stone attached to the end of the double j tube, during the operation. And the double j tube could not be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient planned to remove the right ureteral stent on (B)(6) 2021. Nurse stated that there was a stone attached to the end of the double j tube, during the operation. And the double j tube could not be removed.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned. A potential root cause for this event could be, "material selection". The device was used for treatment purposes, however it is unknown if the device had met relevant specifications or contributed to the reported event. No manufacturing issues or non-conformances were noted that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Final adjustment, if necessary, can be made with endoscopic forceps. Stents can be removed easily by gentle withdrawal traction on the suture or by use of endoscopic forceps." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.